Event description:
During a laparoscopic cholecystectomy after using graspers through the port the white o ring came loose from the trocar and dropped into the abdomen. The surgeon saw it some time later and retrieved it using graspers. The trocar is from a ftr32 kit, lot number k46f4w. There was no consequences to the pt.